Event description:
It was reported the patient¿s ipg was unable to communicate with external devices following failure to charge the device as instructed. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Surgical intervention took place on(B)(6)2023 where the ipg was explanted and replaced.